Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report a hospitalization on (B)(6) 2015 for low blood glucose levels. The customer's blood glucose level was 10 mg/dl at the time of incident, but was 145 mg/dl at the time of call. The customer could not recall any significant events leading to the incident. The customer reported that the device was over delivering insulin. The customer performed the displacement test and it passed. The customer was advised to monitor the device and call back if problems persisted.